Event description:
Customer reported not seeing drops of insulin at end of tubing during fill tubing step of load sequence. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer resolved issue on their own, successfully resumed insulin, and did not have a current ongoing issue.